Event description:
The pt was implanted with a ventricular assist device. (B)(6) reports were received, which indicated that the pt was seen in the clinic and noted to have hematuria and an ldh over 2000. It was reported that thrombus was suspected in the grafts. The pt was administered medication and ldh lowered and urine became clear. A device tracking form was received, which indicated that the pt was transplanted on (B)(6) 2013.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. The user facility report # (B)(4) was received from the (B)(6) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.